Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experienced with unexpected data error. A technical support specialist (tss) dialed into station and login as cfnadmin, then verified event viewer, notice there was unexpected system shutdown cause the system crashed. Following the second reboot performed, the issue was resolved, and the system was functioning normally. Further the tss emailed the customer the reason of system crashed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, an unexpected data error occurred. The customer rebooted the station and turned it off using the switch behind the station. However, the station remained stuck on the blue carefusion screen, even after the plug was disconnected for 15 minutes. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.